Event description:
A report was received regarding a patient who implanted on (B)(6) 2012 to treat a comminuted (with intraarticular extension) fracture of left distal tibia and fibula. It was reported that post-operatively, the patient used a walker and subsequently the noticed bowing of the extremity. X-rays taken on (B)(6) 2012 revealed a left ankle varus drift, neither bone healed, and at least one screw was broken. The patient was returned to the o.r on (B)(6) 2012 for removal of all hardware. During removal, it was noticed that four of the distal screw heads had broken off. The screw heads and plate were removed. The surgeon also removed the screw shafts without difficulty. On (B)(6) 2012, the patient was returned to the or for the second stage revision surgery. The patient was implanted with low bend medial distal tibia plate construct. This is 5 of 5 reports for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.